Event description:
The patient reported that the needle release button became stuck and he was unable to re-insert the needle during the 24 hour period. The patient stated that he did not press the needle release button. The patient also stated that he noticed he was not getting enough insulin because his blood sugar readings tested 220. The patient stated normally his blood sugar readings would be between 130 and 160 while using the v-go.